Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 594mg/dl. Initially, the customer stated that the insulin pump kept alarming no delivery even after changing the infusion sets several times. Troubleshooting was performed, and assisted the mother in determining when a bolus is delivered and how much of the bolus actually is delivered before a no delivery alarm occurs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.